Event description:
It was reported that there is a recurring issue with the 550 micron luminous laser fibers during prostate surgeries performed using the holmium laser system at a setting of 60 watts. Frequent breakage of the fibers has been observed during the procedure. The procedures have been completed with another device with no patient complications.

Event description:
It was reported that there is a recurring issue with the 550-micron luminous laser fibers during prostate surgeries performed using the holmium laser system at a setting of 60 watts. Frequent breakage of the fibers has been observed during the procedure. The procedures have been completed with another device with no patient complications.